Manufacturer narrative:
Part: 314.116-us, lot: 51p2148, manufacturing site: (B)(4), release to warehouse date: april 06, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the large handle with quick coupling was received at us customer quality (cq). Upon visual inspection, it was noticed that the quick coupling and the screwdriver were unable to be disassembled. Functional test: a functional test was performed by pulling both the devices in opposite direction in an effort to separate from each other but the devices were not able to be separated. Dimensional inspection: no dimensional inspection was performed as the complaint relevant dimensions cannot be checked for dimensional accuracy because of the design of the device. Investigation conclusion: this complaint is confirmed. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during processing of the devices at the sterile processing department (spd) on (B)(6) 2020, the screwdriver handle with quick coupling and the stardrive screwdriver shaft was discovered to have stuck together. There were no patient and surgical involvement. This report is for a stardrive screwdriver shaft qc/t15. This is report 2 of 2 for complaint (B)(4).